Event description:
It was reported that a catheter issue occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. There were no issues with crossing through the lesion but during manual observation after pullback, a catheter twist occurred when the entire catheter was advanced toward the distal side. The device was removed and the procedure completed with another of the same device. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the sheath was kinked and twisted.

Event description:
It was reported that a catheter issue occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. There were no issues with crossing through the lesion but during manual observation after pullback, a catheter twist occurred when the entire catheter was advanced toward the distal side. The device was removed and the procedure completed with another of the same device. There were no patient complications.